Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a patient (age and gender unk) the device displayed an "internal error-system reset required" message and then shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.